Event description:
A peritoneal dialysis (pd) patient underwent an outpatient pd catheter (not a fresenius product) revision due to poor positioning (date not provided). The patient's surgery was successful in correcting the catheters' position; however, the patient continues to experience drain complications. The porn stated she is working with "clinical services" to try and resolve the patient's drain complications. The porn reported the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).